Event description:
(B)(4). [Omitted information pertaining to a shocking and burning sensation captured in pe (B)(4)]. It was reported that the patient lost control of his left side after surgery. He thought he had a mild stroke, although no test had been done to confirm the stroke. The patient had an appointment with his healthcare provider (hcp) on (B)(6) 2015. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been found, if any intervention had occurred, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type programmer, patient. Product ID: 97792, lot# n427555, implanted: (B)(6), 2014, product type: accessory. (B)(4).